Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: patient was being given chest care by mhi and suction by two rn. Patient was connected back to the ventilator. Bed side nurse noticed desaturation on monitor but cannot recall exactly what was the number. The same nurse realized that the saturation probe was not properly placed on patient's finger so adjusted it. In the meantime the monitor remained alarming but the bed side nurse was changing the ngt dressing and the assisting nurse was placing teds and ipcs. Patient became agitated while bed side nurse was changing the ngt dressing so the assisting nurse gave 2ml + 2ml of propofol to settle him. Monitor remained alarming and during this time two nic were in the bay area outside the curtains and questioned if both nurses required assistance, at that time they mentioned they were okay. Because the alarm was still alarming the bed side nurse looked at the monitor and saw hr 0 bpm and in that moment the nurse only recalls having increased the fio2 to 100% and then pressed the emergency button. Both nurses cannot recall completely if they re-started the ventilator or if the ventilator was left on stand-by after the mhi. Both nic were the first to arrive at the bed space. One of the nic immediately started chest compressions and the other lowered the bed to facilitate the compressions. At that moment the patient was connected to the ventilator with fio2 100% and the ventilator was working. Simultaneously the crash trolley was brought in and the medical team arrived. Pads were placed on the patient and the mapleson c waters circuit was connected to manually bag the patient. Consultant started administering adrenaline but did not give the full syringe as patient had rosc and started opening his eyes. Post arrest 12 lead ECG was done as well as chest xray and bloods. Patient went back to baseline. The downtime of the arrest was 1 minute. Duty of candour applied and nok made aware face-to-face one hour after the event. Both parents present for the conversation, apologies were made, everything was explained to them and that we would have to investigate further. They were told that they would be informed of the outcome. Despite being understandably upset they were understanding and appreciated the honesty. All questions answered. Both nurses present at the time of the arrest were supported by the senior team after the incident with multiple conversations. Debrief performed later with the remaining nursing staff that witnessed the crash and technician. Aer completed. Ventilator taken out of action to be checked by ebme. No lasting harm or consequences to patient reported.

Event description:
The following was reported to hamilton medical ag: patient was being given chest care by mhi and suction by two rn. Patient was connected back to the ventilator. Bed side nurse noticed desaturation on monitor, but cannot recall exactly what was the number. The same nurse realized that the saturation probe was not properly placed on patient's finger so adjusted it. In the meantime the monitor remained alarming but the bed side nurse was changing the ngt dressing and the assisting nurse was placing teds and ipcs. Patient became agitated while bed side nurse was changing the ngt dressing so the assisting nurse gave 2ml + 2ml of propofol to settle him. Monitor remained alarming and during this time two nic were in the bay area outside the curtains and questioned if both nurses required assistance, at that time they mentioned they were okay. Because the alarm was still alarming the bed side nurse looked at the monitor and saw hr 0 bpm and in that moment the nurse only recalls having increased the fio2 to 100% and then pressed the emergency button. Both nurses cannot recall completely if they re-started the ventilator or if the ventilator was left on stand-by after the mhi. Both nic were the first to arrive at the bed space. One of the nic immediately started chest compressions and the other lowered the bed to facilitate the compressions. At that moment the patient was connected to the ventilator with fio2 100% and the ventilator was working. Simultaneously the crash trolley was brought in and the medical team arrived. Pads were placed on the patient and the mapleson c waters circuit was connected to manually bag the patient. Consultant started administering adrenaline but did not give the full syringe as patient had rosc and started opening his eyes. Post arrest 12 lead ECG was done as well as chest xray and bloods. Patient went back to baseline. The downtime of the arrest was 1 minute. Duty of candour applied and nok made aware face-to-face one hour after the event. Both parents present for the conversation, apologies were made, everything was explained to them and that we would have to investigate further. They were told that they would be informed of the outcome. Despite being understandably upset they were understanding and appreciated the honesty. All questions answered. Both nurses present at the time of the arrest were supported by the senior team after the incident with multiple conversations. Debrief performed later with the remaining nursing staff that witnessed the crash and technician. Aer completed. Ventilator taken out of action to be checked by ebme. No lasting harm or consequences to patient reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).